Event description:
Procedure: lap ventral hernia repair. According to an article titled "long-term durability and comfort of laparoscopic ventral hernia repair" by sasse k.c., lim d.c. L. Brandt j, published in the journal of the society of laparoendoscopic surgeons, 16 (3) (pp 380-386), 2012, july 2012, it is reported that in a study of retrospective reviews of a 42-month follow-up of 225 cases of lvhr, the protack device was used to further secure the mesh to the anterior abdominal wall in 128 of these cases. Two patients suffered a delayed intestinal perforation at the site of one of the metal tacks used to secure the mesh. The exposed tacks were likely due to incomplete tissue purchase. Both patients experienced a significant postoperative ileus and had distended bowel that lead to direct contact with the sharp metallic tacks. In both cases, a laparotomy was performed and a washout and enterotomy repair or resection was performed. This complaint is for a serious injury due to this complication, where the pt recovered uneventfully, (B)(4) for the second pt.

Manufacturer narrative:
(B)(4).